Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found no radiofrequency (rf) telemetry during interrogation. This was due to a cracked capacitor on the rf module.

Event description:
It was reported that the pulse generator exhibited an end of service (eos) alert when interrogated in the box. The battery voltage was 3.08 v.